Manufacturer narrative:
Two files retrieved from the device at the time of event occurence were sent by ge field engineer to the investigation team for eval. Review of first attached file revealed that the customer desired to go into the "recovery" mode. The response text in the file was "recovery button was pressed at end of the modified bruce protocol with no response, speed & gradient increased and carried on to stage 2 of the standard bruce protocol, emergency stop button was activated which stopped the treadmill, however pt stumbled at this point". Review of second attached file, the tabular summary report, indicated that the exercise stage was advanced from the initial stage. Case sys advanced into exercise "stage 3" for 5 seconds, then advanced to "stage 4" for 3 seconds and then 'stage 5" for only 4 seconds. The resultant speed change from 'stage 2" to "stage 5" was from 2.5 mph to 4.6 mph. The physical location of the "recovery" button on the stress keypad is to the immediate right of the "exercise" button. Review of the two files is consistent with the user pressing the "exercise" button instead of the desired "recover" button on the case unit. The file showed that the "exercise" button was pressed three times in quick succession, causing the three quick and undesired stage changes.

Event description:
It was reported that pt was undergoing modified bruce protocol exercise test. Treadmill allegedly failed to stop and the speed increased. Pt fell. Treadmill stopped by emergency cut out. Per all available data the event did not result in death or serious injury.